Manufacturer narrative:
Duragen was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. In addition, a medical assessment was made by medical affairs; based on the assessment results it was determined that the adverse events reported were not related to the duragen product. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
The following was reported in a physician's speech at the 26th annual meeting of the japan society of neurosurgical emergency held on (B)(6) 2021 and titled a case of subarachnoid hemorrhage after transnasal endoscopic surgery for sella turcica meningioma: it was reported that duragen was implanted on an unknown date and patient experienced rapidly increasing internal carotid artery ruptured cerebral aneurysm after surgery to remove the upper saddle meningioma. Patient also complained of headache one to three days after the operation and gradually increased. CT scan was done on the 4th day due to loss of consciousness and convulsions. Right ica had an aneurysm (10mm) and subarachnoid hemorrhage. Surgery was completed without problems with coil embolization. Left lower limb paralysis. Ventricular drainage for hydrocephalus three days after coiling. Since there was fever, pseudomonas aeruginosa was detected by culturing cerebrospinal fluid and blood. The physician corresponded with antibacterial drug. The aneurysm re-growth on the 13th day after coil embolization. On the 24th day, it became even larger and became less than 14 mm. The physician decided to treat it as an infectious aneurysm with hi flow bypass and trapping. Sta-mca bypass and pcom's proxy mar side end with two clips so as not to bite pcom. No further information was provided.